Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved as the pump began charging after being left plugged into a working outlet for at least 30 minutes using the original charging supplies, and no further assistance was required.